Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported door not fully latched alarms which were reproduced while attempting to load a set. Door not fully latched errors were verified through a review of the event history log. Visual inspection found a damaged upper link switch which was determined to be the cause of the door not fully latched alarms. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door not fully latched error. There was no known patient injury or medical intervention associated with this event. No additional information is available.